Event description:
The facility reported to largo customer service that the channel "a" stop button does not work. It is unknown when this event occurred. There was no patient injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional info becomes available.